Event description:
It has been reported to philips that detector chiller was failing and exposure was not possible. Reboot did not resolve the issue. The system was in clinical use. No harm has been reported. A philips engineer inspected the system on site and identified that detector chiller failed.the cooling unit has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that water cooling had error. Upon functional test fse confirmed that cooling unit was defective. Fse replaced the chiller. After replacement the chiller, system was returned to use in good working order. The codes were updated based on the investigation outcome.